Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during service the air/oxygen entrainment mixer was leaking. There was no patient involvement. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during service of the ht70 ventilator the air/oxygen entrainment mixer was leaking. The service engineer (se) r eplaced the air/oxygen entrainment mixer. The se stated that the ventilator is working normally.